Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via facility medwatch (B)(4). Same case as MDR ID: 2134265-2016-00917. It was reported that a wire fracture and patient death occurred. Rotablation was performed with a 1.25mm rotalink¿ plus and a rotawire¿. During ablation passes, it was noted that the rotawire was fractured and the burr perforated the diagonal artery. Attempts to jail the wire fragment under the stent were unsuccessful. Attempts to occlude the perforation with a long balloon inflation was unsuccessful as the artery was too calcified to advance the balloon over the diagonal. They were unable to pass a non-bsc covered stent. A drug-eluting stent (des) was deployed but was unable to occlude the diagonal. The perforation remained a contained localized effusion by transesophageal echocardiogram (tee). The wire fragment remained inside the patient. The patient died shortly thereafter.

Manufacturer narrative:
Device avail for eval, returned to MFR on, device returned to MFR, device evaluated by MFR, method codes, result code, conclusion codes: updated. Device evaluated by MFR: unit returned with its original pouch batch. The unit returned has wire broken, as part of overall visual revision. The device has the guidewire fractured due to rotational wear in the middle of the device (320 cm from the proximal section). The distal section was not returned. The od of the middle and proximal sections measured within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reported via (B)(4). Same case as MDR ID: 2134265-2016-00917. It was reported that a wire fracture and patient death occurred. Rotablation was performed with a 1.25mm rotalink plus and a rotawire. During ablation passes, it was noted that the rotawire was fractured and the burr perforated the diagonal artery. Attempts to jail the wire fragment under the stent were unsuccessful. Attempts to occlude the perforation with a long balloon inflation was unsuccessful as the artery was too calcified to advance the balloon over the diagonal. They were unable to pass a non-bsc covered stent. A drug-eluting stent (des) was deployed but was unable to occlude the diagonal. The perforation remained a contained localized effusion by transesophageal echocardiogram (tee). The wire fragment remained inside the patient. The patient died shortly thereafter.